Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, there was a gas leak at the first regulator unit. Additionally, it was noted that the connector unit was worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus high flow insufflation unit due to the device producing an abnormal sound during procedure preparation. According to the initial reporter, the intended procedure was completed using another unit without any delays or patient harm. During the device evaluation, it was discovered that the safety valve of the primary decompressor had failed. This report is being submitted to capture the confirmed failure of the primary decompressor valve during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a gas leakage at 1st regulator unit has been confirmed. Therefore, it was determined that ¿abnormal noise during operation¿ was the sound of a gas leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.